Event description:
The customer reported being hospitalized due to high blood glucose of 300 mg/dl. The customer stated feeling like he had flu. Troubleshooting was performed. The programming, settings, time, and date were correct. The customer mentioned having a no delivery alarm during a bolus. The customer did not have any supplies to continue testing. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.